Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in an unspecified vessel that was severely tortuous. The quantum maverick mr balloon catheter was advanced to the target lesion and inflated. A balloon rupture occurred at 12 atms. The duration of the inflation and the number of inflation is unk. The balloon was withdrawn intact and the procedure was completed with another quantum maverick mr balloon catheter. No pt complications or injuries were reported. The pt status is listed as 'good'.

Manufacturer narrative:
(B)(4).